Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an "over-infusion". There was no report of patient harm.

Manufacturer narrative:
Correction on initial report: disregard file, it is a duplicate to manufacturer report number: 2016493-2017-00429.